Event description:
Customer reporting conflicting sars result. Customer received a positive result on the first test taken each day, followed by a negative result when retesting. This occurred 2 days in a row. It is noted that customer left all test strips in reagent for at least 15 minutes prior to reading results which is outside of product insert specifications. No confirmation testing has been performed. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi root cause:customer procedural error source: phone